Manufacturer narrative:
Based on the claim against the product by the customer noting the mirror reaction on the sureform 60 stapler instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed and was found to have no issues. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. Functional testing of the device in an attempt to replicate the reported complaint was not possible due to the repeated engagement failures observed when the instrument is installed on the system. The complaint regarding an opposite movement of the instrument was not confirmed by failure analysis. Additional observations not reported by site: based on a log review, the instrument was found to have multiple engagement failures, error code 22020, and roll hardstop failures. The engagement failures were replicated during in-house testing. The instrument failed engagement three out of three times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument was found to have a binding roll bushing. The instrument's main tube was manually rotated, and friction was observed. Although the initial investigation determined the most probable common root cause to be a component failure after additional investigation/testing the most probable common cause is determined to be attributed to manufacturing. The roll bushing was found to be out of specification, likely causing the increased roll friction. The root cause of this failure is attributed to manufacturing. The probable root cause of the issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of sureform stapler 60 instrument found no issues when installed on a test system. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer-reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted hemicolectomy-right surgical procedure, the mirror reaction to the hand action was doing the opposite of the sureform 60 stapler instrument. It was noted that the device was not used on the patient. There procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon's console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon scale were appropriate to the instrument. The instrument did not move in the intended direction. The movement was the opposite of the surgeons intended direction and not appropriate. There was no shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The reported issue was persistent. The customer attempted to reseat the instrument multiple times with failed results. There were no patterns identified. The customer opened a new instrument to resolve the issue. There was no reported injury. The instrument was inspected prior to use, and nothing was observed out of the ordinary. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred approximately in the middle of the case.